Event description:
It was reported that a patient underwent a generator replacement surgery, but the lead was also being replaced. Follow-up determined that the reason for the lead being replaced is that it was fractured. The post-op impedance values after the patient's full replacement were reportedly within normal limits.